Event description:
The manufacturer received information alleging a trilogy ev300 device failed initial system test due to pilot pressure point. The unit was removed from service and requires further repairs and field change order (fco) implementation. There was no allegation of patient harm. The device has not yet been returned to a manufacturer's service center for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed initial system test due to pilot pressure point. The unit was removed from service and requires further repairs and field change order (fco) implementation. There was no allegation of patient harm. During the evaluation of the device at the manufacturer's service center, the field service engineer (fse) found device failing the pilot reading part of the final test. The fse replaced the 3-way solenoid valve and proportional valve to resolve the issue. After the repair of the device, all performance verification tests passed.